Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified right common femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 13 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.